Event description:
It was reported that patient passed away due to an unknown etiology. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not conclusively be established through this evaluation. Due to patient privacy laws, the managing hospital would not communicate patient outcome information. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), (rev. C) is currently available. Section 1, entitled ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.